Event description:
Customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The MFR's customer support engineer (cse) verified the malfunction. The cse has not yet finished the evaluation and repair of the device.